Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node to the rear therapy electrode. The cause of the check te pad messages and incoming test failure is the damaged pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt sn (B)(4) was producing gong alarms for 'check therapy electrodes'.